Event description:
It was reported that the patient presented to the physician's office with bradycardia, palpitations, and breathlessness. The device could not be interrogated, and there was no output. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: preliminary analysis found the device had no telemetry or output, confirming the reported field experience. Further analysis found this was due to excessive leakage in a capacitor, which resulted in nearly full depletion of the battery.